Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n345204, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information stated the patient received an estimated replacement indicator (eri) message on their device ¿about weeks ago.¿ it was reported the patient have been using "a lot of electrodes and 8.5v or 9v for a while¿ and recently switched to 5 volts. It was also stated the patient was in pain at the time of report. It was later reported there was no plan to schedule a replacement and the patient was getting good therapy but their battery was expected to expire soon.

Event description:
It was reported that an elective replacement indicator (eri) message appeared 3 weeks prior to the report. It was noted that the patient had not had the device 'that long' and that the battery depletion was premature. It was later reported that a manufacture representative would be seeing the patient on (B)(6) 2013. It was later reported the patient never called back and did not meet with a manufacture representative.